Event description:
On (B)(6) 2012, a 21mm trifecta valve was implanted in a female patient. On (B)(6) 2018, due to a reported issue with the trifecta valve. The patient underwent a valve in valve procedure and a 23mm portico valve was implanted inside the failed trifecta valve. It was also reported that the portico valve deployment was low and the physician used two snares to guide the portico valve into the annulus. On (B)(6) 2018 the patient suffered vision changes which was diagnosed as a stroke. No treatment was administered and patient was discharged (B)(6) 2018. Additional information has been requested. (Clinical study patient ID: (B)(6)).

Manufacturer narrative:
An event of an unknown issue with a 21mm trifecta valve was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated that a valve in valve procedure was performed and the device remains implanted and inactive.

Event description:
On (B)(6) 2012, a 21mm trifecta valve was implanted in a female patient. On (B)(6) 2018, due to an unknown issue with the trifecta valve, a valve in valve procedure was performed and a 23mm portico valve was implanted under the ide protocol for portico. When the portico valve was deployed it was placed too low and two snares were used to guide the device into the correct position. On (B)(6) 2018 the patient suffered vision changes which was diagnosed as a stroke. No treatment was administered and patient was discharged (B)(6) 2018. All efforts to obtain additional information from the field have been unsuccessful. (Clinical study patient ID: (B)(6))